Event description:
See initial report.

Manufacturer narrative:
H.10: the device was sent to the manufacturer site for further investigation. During investigation the unit was tripping the fuse immediately and this was due to a defective compressor. It was observed that the evaporator was leaking due to corrosion, thus water entered the refrigeration cycle damaging the cooling compressor. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system was not cooling during priming. There was no patient involvement.